Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   No product was returned and pictures provided were insufficient to complete visual and dimensional evaluations. Review of the device history record identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. The complaint is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that seven months post implantation, aseptic loosening of the femoral implant was suspected. The patient was revised for femoral loosening without complication.

Manufacturer narrative:
(B)(4). G2: japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products: 42532007102 tibia cemented 5 degree stemmed right size e lot# 65121511. 42522400710 articular surface fxd bearing posterior stabilized rt 10 mm 64850605. 42540200035 all-poly patella cemented 35 mm dia lot# 65061530.